Manufacturer narrative:
(B)(4). The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarm noted. However, low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratches on case and minor scratches on lcd window.

Event description:
The customer was reported via phone call to troubleshoot and replacement was necessary to send replacement done before system was set up to send right pump has been waiting 2 weeks will send the correct way. The blood glucose was 136 mg/dl at the time of the incident. The insulin pump will be returned for analysis.